Manufacturer narrative:
Updated fields: d9-date returned to mfg., e3, g2-report source, h3-device evaluated by mfg., h3- device returned to mfg., h4, h6. The subject device was evaluation and the customer's allegation was confirmed. Due to damage on the cable unit, color tone of the image is not proper. In addition, the device evaluation found water tightness lost and noise in the image. Based on the results of the investigation, the cable is damaged. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, the subject device malfunctioned and presented with a yellow picture. The procedure was completed with similar device and no delay. There were no reports of patient harm.